Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f135 was conducted. There were no non-conformances related to this complaint. This lot met all release requirements. A review of kit lot f135 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated the tubing around the collect pump began to leak at approximately 100 ml of whole blood processed. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer stated a new treatment will be started for the patient. The customer will not be returning product for investigation.